Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/28/2022, it was reported by a sales representative via sems that an ar-9545-t15-01 driver shaft broke while inserting a screw. This was discovered during use with no impact to the patient. Additional information has been requested. On 03/01/2022, the sales representative stated the following via email: the event occurred during a total shoulder arthroplasty on (B)(6) 2022. The device broke inside the patient, all fragments were removed and everything was retrieved from the patient. An attachment/ adapter was used with the device, and the case was completed by using another screw driver, there was no impact to the patient.